Manufacturer narrative:
While working with an isolation pt on ca9, I had all necessary ppe donned. Partway through session, I noticed the thumb finger on my r medium glove was torn without any event precipitating it. I donned another glove on top to finish session. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
While working with an isolation pt on ca9, I had all necessary ppe donned. Partway through session, I noticed the thumb finger on my r medium glove was torn without any event precipitating it. I donned another glove on top to finish session.